Event description:
Sales rep reported the surgeon was unable to advance the second t; cut the suture leaving the first t in place. Used a second fast-fix of the same lot number and again had some difficulty advancing second t, but was successful.

Manufacturer narrative:
No product is being returned for evaluation.